Event description:
Report received indicated friction between the stent delivery system (sds) and the guidewire. Additionally, there was strut uplift during use of device. The target lesion was the proximal right coronary artery. The lesion was a de novo. The vessel was not calcified. It is not clear if there was vessel tortuosity present. There was 90% stenosis. A guidewire (runthrough ns) was inserted into the pt and then cypher sds was introduced over the guidewire, however, physician felt friction with the guidewire while passing through the distal end of the balloon. Since the physician confirmed the proximal end of the stent strut became stretched the physician stopped using the sds and a different cypher sds (same size) was inserted over the same guidewire without problems. The procedure was finished successfully. There was no pt injury reported.

Manufacturer narrative:
The cypher will be returned for analysis, however, the guidewire will not be returned. Additional info will be sent within 30 days upon receipt.